Event description:
Country of complaint: (B)(6). Complaint states: trouble removing the needle and suture when opening the package.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.